Event description:
It was reported that the capture threshold had increased over time. Hence, the lead was explanted.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.